Event description:
Customer's wife stated that the patient's insulin pump was turning off by itself, restarting, then displaying "battery changed too slow" message. Customer was hospitalized with blood glucose levels of over 900 mg/dl and had been experiencing difficulty breathing, dizziness, and chest pains. Blood glucose levels at the time of the call were approximately 200 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.